Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during preventative maintenance. The cause was determined to be a malfunction in the air sensor. To correct the condition, the air sensor replaced and calibrated. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During the product evaluation at baxter it was discovered that a flogard pump had the "air sensor calibrations unit fail." There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.